Event description:
Customer (med tech) reporting a false negative reaction with a cap survey sample (j-17s) which was later confirmed to have a positive antibody screen when tested on an alternative provue system and by the manual gel method. If a significant antibody is not detected during antibody screening - or is not identified upon further testing - the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.

Manufacturer narrative:
Review of the lot files indicated that the provue instrument operated as expected posting a condition code alerting the customer to the issue. The customer modified the result to negative. Cts discussed the "unexpected volume" concern with the customer and indicated that ortho does not recommend the modification of any results associated to the (~,) "unexpected volume". Cts referred the customer to the ortho provue users' guide in the table under description for "unexpected volume" which indicates the following, "note: while it is possible to modify the ~ results, this symbol indicates a potential volume issue in the microtube and should be reviewed by the technologist. The sample should be retested."the issue occurred due to user error. This customer has not logged any similar complaints against this analyzer since this incident. (B)(4).